Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the event (distal cover detachment from the scope) likely occurred due to using an inappropriate distal cover. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: operation manual - chapter 3. ¿preparation and inspection - (section 3.4) - inspection of accessories: inspection of the single use distal cover (maj-2315)¿. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an anti-fog agent (sl lens cleaner) was used during the procedure. It is possible that the attachment of the distal cover was insufficient because an inexperienced staff member was performing the pre-use preparation.

Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after an endoscopic retrograde cholangiopancreatography (ercp), when the device was removed from the body, the distal end cover was not attached to the tip of the endoscope. When the scope was inserted again and checked, it was found that the distal end cover had fallen off near the duodenal papilla. The cover was able to be retrieved, and the procedure was completed. The procedure was prolonged by about 5 minutes. The endoscope was reinserted and the device was retrieved using another device. The retrieved cover was also torn at the bottom front, indicating that it had broken and fallen off. There was no particular discomfort during the case, and the patient did not notice that the tip hood had fallen off. The facility nurse also performed the reattachment, and it was able to be attached without any discomfort. Pre-use inspection of the cover was performed and there were no abnormalities found.